Event description:
The remstar plus c-flex device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices with no initial alleged complaints. During the evaluation of the device, the service technician observed foam particles or degradation inside the blower kit with object code: blfm- blower foam degradation. Additionally, the service technician found dust contamination and error code e007 (err_software), and e053 (err_comp_sem_log_timeout) present. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.